Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 54 mg/dl and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was 540 mg/dl at the time of the incident and the current blood glucose level was 65 mg/dl. The customer had symptoms such as nausea and polydipsia. The customer was treated with insulin drip. The customer was wearing the pump at time of hospitalization. The customer tried changed the battery side and had a blank screen. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.